Manufacturer narrative:
Document review: cocr ball head ref. (B)(4) / lot 125515 (40 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The (B)(4) heads belonging to this lot have been already implanted without any other similar incident. Amistem h cementless femoral stem size 8 std (k093944): ref. (B)(4) / lot 114535 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 8 stems belonging to this lot have been already implanted without any other similar incident. Versafitcup cc liner ref. (B)(4) / lot 130082 (70 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 21 liners belonging to this lot have been already implanted without any other similar incident. From the data collected, there are no evidences that the infection is device related.

Event description:
Please refer importer report (B)(4).